Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported "we had a leak from an a-line statlock, MFR# (B)(4). We actually had two, but one was saved." This report addresses the second of the two devices.